Event description:
The pump's driver arm was loose. It was stated that the driver arm behind the reservoir plunger was secure and intact. Device was not dropped, bumped, or exposed to moisture. A replacement pump was requested.